Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported at the beginning of a myosure procedure for uterine tissue removal on (B)(6) 2015, the fluid deficit rose to 2700ml very quickly and physician noticed a perforation. The procedure was aborted. No intervention was required. We have been unable to obtain additional information surrounding this event.